Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04961. It was reported the patient had an increased recharge burden. In addition, the stimulation was ineffective and intermittent; it was reported the stimulation would cut off, and when it would turn back on the patient experienced overstimulation. The physician planned to replace the scs system at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.